Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the number had to be increased to achieve the same working mode that it was at before it turned off on a lower number. They notified their physician on (B)(6) 2017 of the issue.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she was not getting the same symptom control after turning stim off then back on. Patient indicated that she saw the healthcare provider (hcp) after surgery and they increased stim from 2 to 2.4. The batteries in the patient programmer (pp) went down ½ way and it had been 2 months, so she put new batteries in the pp. She turned stim off before she changed the batteries in the pp. She turned stim off before she went to the dentist. Patient stated when she turned back on, it was not effective as it was before she turned stim off. She had to increase stim from 2.4 to 2.7 to get symptom control. She felt completely dry at 2.7. She had to go to the dentist again so she turned stim off. Patient stated when she turned stim back on she was not getting the same symptoms relief, so she increased stim from 2.7 to 2.9. She tried to increase as high at 3 but stim was uncomfortable, so she decreased to 2.9. She was not getting the same symptom relief at 2.9 as she was at 2.7. Patient indicated t hat she had always felt stim patient was redirected to follow up with healthcare provider (hcp) to discuss changing problems if symptoms did not improve. There were no further complications that have been reported as a result of this event.